Event description:
Reporter indicated via clinic notes dated (B)(6) 2012 that a patient had increased seizures, but that the patient was also under a lot of stress. Lamictal medication was increased as an intervention. The patient had prophylactic vns generator replacement surgery performed on (B)(6) 2013. Attempts for additional information and return of the explanted generator are in progress.

Event description:
Reporter indicated the patient's increased seizures were felt to be due to "vns failure" and not stress or medications. The seizure increase was about the same as the patient's pre-vns baseline level. The patient's seizures were simple partial seizures. The only intervention performed for the seizure increase was replacing the vns generator. The patient's medication level of lamictal was therapeutic. The patient has had persistent stress prior to the generator replacement which continues, but the seizures have improved since the vns generator was replaced. The explanted vns generator will not be returned per hospital policy.